Event description:
It was reported that during a da vinci-assisted surgical procedure, the system arms felt stiff. The caller specified that arms one and two felt more stiff than the other arms. The technical support engineer (tse) viewed the logs, but found no related entries. The caller checked the drapes and fiber cables to ensure they were seated properly. The staff power cycled the system and the staff reported that the system arms felt better. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed stiffness and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The usm unit involved with this complaint has been returned for evaluation and failure analysis testing has been completed. The reported issue was confirmed and replicated in-house. The usm was tested on an in-house system where there were no triggered error, but stiffness (yaw, pitch axis) were observed when the back drive test was performed. The unit was also tested on a testing platform where the pitch failed friction at very slow, low speed, and high speed tests. Procedure logs showed an error 23007, pointing to axis 2. This complaint is being reported based on the following conclusion: the customer encountered a manipulator problem after the start of the procedure due to high friction on the pitch axis as conformed by the field service engineer (fse). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.